Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Patient reported ¿¿left side deflation". Additionally, healthcare professional reported left side deflation and capsular contracture, baker grade iii. Device remains implanted.

Event description:
Patient reported left side deflation. Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, void >1 mm in non-textured valve-to shell-bond area, white/black particles in device outer surface, and wear abrasion. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening in the radius side assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.